Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced a kinked cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but approximately on (B)(6) 2023 and, later on (B)(6) 2023, he first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit for the first event. His highest blood glucose level related to incident was 32 mmol/l for the first event and 28 mmol/l for the second event. The patient went through gastroparesis and had high ketone level which the healthcare professional assessed as dangerous or life-threatening. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was released the next day for both the events, respectively. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.